Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - degenerative disc disease. It was reported that the patient would like the ins removed as he was having hip problems for 5-6 months and believed it was the ins causing the problem. Additional information was received from the patient. It was reported that the device was not surgically put in correctly so it was causing nerve damage. The device is being removed. It was mentioned the programmer stopped working with a new 9 volt battery. No further complications were reported.